Event description:
On (B)(6) 2013, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage found to the keypad. The reported unresponsive keypad was not duplicated during investigation. The keypad buttons were found to have normal spring back and click. The keypad cover was removed and no contamination was found under the button key contacts. The pump was opened; the keypad flex was found to be firmly seated in the connector with no signs of damage or contamination. Unrelated to the complaint, the battery compartment was found to be cracked at the opening of the battery chamber extending down to the primary seal. There was no evidence of moisture damage in the battery compartment. The returned battery cap was able to tightly secure to the pump. No issues with power loss were found with pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. The device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.